Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. Gudid information does not exist, as the customer did not provide the product information. The customer stated that she is almost blind and could not read the meter information and then disconnected the call. The device is not expected to be returned for evaluation.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour® meter. There was no allegation of an adverse event. The customer disconnected the call; therefore, the device could not be requested for evaluation. The customer was offered a replacement meter; however, she declined the offer.